Event description:
Additional information was received that there was corrosion of the bolt.

Manufacturer narrative:
Additional data: b5, h6 (device code), h10. The following product information was provided, however, it is unknown which of the screws failed: ps ss locking screw 4x22.5 mm (pp3069-225), ps ss locking screw 5x32,5mm (pp3071-325), ps ss locking screw 5x50mm (pp3071-500), ps ss locking screw, 4x20mm (pp3069-200, ps ss locking screw 4x20mm (pp3069-200), ps ss locking screw 4x20mm (pp3069-200), ps ss locking screw 4x20mm (pp3069-200), ps ss locking screw5x35mm (pp3071-350), ps ss locking screw5x40mm (pp3071-400), ps ss locking screw 5x45mm (pp3071-450), ps ss locking screw 5x45mm (pp3071-450).

Event description:
Information was received that there was breakage of the locking bolt. No additional information is available.

Manufacturer narrative:
The device has not been returned nor has additional information been made available. A root cause is unable to be determined. Journal article citation: vogt, b., rupp, c., gosheger, g., eveslage, m., laufer, a., toporowski, g., roedl, r., & frommer, a. (2023). A clinical and radiological matched-pair analysis of patients treated with the precice and stryde magnetically driven motorized intramedullary lengthening nails. The bone & joint journal, 105-b(1), 88¿96. Https://doi.org/10.1302/0301-620x.105b1.bjj-2022-0755.r1.